Event description:
It was reported that an unspecified cartridge alarm occurred. The customer reloaded the cartridge and was able to resume insulin delivery. No additional information was provided. There was no adverse impact to the customer's blood glucose level.